Event description:
The account reported the bed exit was not alarming. The bed was located on the 3rd floor at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The tech found the bed exit tape switch was the cause which was most likely cause is normal wear and tear. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech replaced the bed exit tape switch assembly and the bed functioned as designed. Based on this info, no further action is required.